Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37791, product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and occipital neuralgia. It was reported that the patient programmer was not communicating with the implantable neurostimulator (ins). There was poor communication with the patient programmer with the antenna starting (B)(6) 2016. The implantable neurostimulator recharger (insr) was able to communicate with the implantable neurostimulator (ins) and showed that the ins was on and 3 quarters full. The poor communication screen was seen. The patient reported that on (B)(6) 2016 the stimulation was too high. During the call, the patient used the patient programmer without the antenna to lower stimulation to a comfortable level. A replacement patient programmer was requested. On a later date, the patient reported that the replacement patient programmer worked without the antenna, but not with the old antenna attached. A replacement antenna was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.